Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020, with blood glucose of 30 mg/dl. Customer was previously admitted on (B)(6) 2019 and on (B)(6) 2020 due to low blood glucose level but did not reported this. Emergency medical service was dispatched as a result of low blood glucose level. Customer also had seizure. The customer was treated with glucagon shot. The customer was not wearing the insulin pump during the hospitalization. Customer was not using auto mode feature. Customer had alleged that insulin pump was over delivering. The insulin pump will be and reservoir will not be returned for analysis.